Event description:
Woman at covid vax clinic; the moderna vaccine was being administered at a covid-19 vaccination clinic to a large female patient, using the "smiths medical jelco hypodermic needle-pro syringe and needle with needle protection device" (ref # (B)(4)) 3ml, 22g x 1.5 in needle, that was provided and supplied to us for use by (B)(4) in the vaccine ancillary kit, to be used for vaccine administration. Prior to injection, the needle and syringe were examined and all luer-lock connections were tightened to ensure the needle would be intact during administration. The needle was inserted intramuscularly into the patient's deltoid muscle. The syringe was depressed and the vaccine administered. However, at the end of administration, the needle came apart from the hub and remained in the patient's arm. The needle was manually removed immediately from the patient's arm. She was assessed for any tissue injury, however, there was none. Very few vaccine droplets sprayed onto the patient's arm and she became very concerned that she did not receive the vaccine dose in full. The patient was assured that she did receive the full dose of the vaccine, and that protocol was not to re-vaccinate. Her skin was wiped with a cotton ball and a band-aid applied. There was no harm to the patient, and she did not require medical treatment of any kind. The defective needle and syringe were immediately disposed of in the sharps receptacle. FDA safety report ID # (B)(4).